Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report numbers: 1221359-2022-03375 in. Similar product to 190-000.

Event description:
The customer reported false positives results with the ID now covid-19 assay for two patients performed on two dates with two different lots. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal sample using a nipro sponge type r swab. Pcr confirmation testing was performed twice. The first test was performed on (B)(6) 2022 on an unknown sample and generated negative results (CT values not provided). The second pcr confirmation test was performed (B)(6) 2022 using the same sample as the first pcr test and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results.